Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump data logs by tandem technical support showed the pump battery depleted over (B)(4) within one day. In addition, the customer reported a cartridge change error occurred during pumping. The customer¿s blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. The alleged cartridge change error malfunction could not be verified.